Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had lots of problems. The patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative.

Event description:
It was reported that there was no stimulation sensation. The patient never had therapeutic effect. The event occurred following the implant. The surgery was not successful. It worked for about a month and now did not work at all. The patient was still wearing pads. The patient was going to see their health care professional (hcp) on (B)(6) 2015. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pab2, implanted: (B)(6) 2015, product type: lead. (B)(4).